Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri-45 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented with a small area at the upper left aspect of the device that had a ¿scab like appearance.¿ it was noted that the patient was very thin. The device was explanted and a new smaller device was implanted. No patient complications have been reported as a result of this event.